Event description:
According to the reporter: device got stuck open inside the patient. They were able to get it out but had a piece fall into the abdominal. Were able to retrieve it with no harm to the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A piece of the retractor did fall into the patient and was retrieved without harm to the patient. Another package was opened and used in order to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).